Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that initially they hadn't been able to connect to their settings but patient services walked the patient through using the external devices and they were able to connect to see their settings. The external devices were functioning as intended and the therapy was on. The patient stated they wanted to "move it up" because they had been saturating themselves lately. They had met with a manufacturing representative (rep) who had made a change to their settings. Since then the patient's symptoms returned. The patient stated their symptoms were much worse now since the change and that up until the change had been made, the patient had been getting a 50% or greater reduction in their symptoms. The patient tried increasing the stimulation on the call but they felt it "a little over the coccyx"/"in the muscle of the coccyx." Patient services reviewed stimulation considerations with the patient and the patient decided to switch to another program but when they increased the stimulation they started feeling it "like a tiny bruise" by their hip. The patient denied they were feeling it at the implant site but rather above it to the right. The patient then stated they felt the stimulation in their stomach. Patient services assisted the patient to another new program and they increased the stimulation to where they felt the stimulation comfortably in their bike-seat region. The patient stated it was much better now than how it felt when it had been adjusted yesterday. The patient was going to monitor their symptoms now that a change had been made. Patient services reviewed with the patient to discuss with their managing health care provider (hcp) where they were feeling the stimulation on the first two programs and to follow up with the hcp if they still had symptom concerns after this change.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.